Event description:
The device returned for sensor hardware failure. During investigation, the device was unable to detect the correct cassette loaded into the device. The cassettes used for investigation have primary and secondary infusion channels. Primary infusions were able to be programmed on the pump but the device failed to show any options to program a secondary infusion. Device was opened to inspect for internal damage. No damage was identified. Device was put into manufacturing mode to test the set ID. The set ID failed testing.

Event description:
The following has been reported: biomed reported: 2219200333: cannot program secondary drip no patients or users were harmed. A preliminary review of the logs identified the following issue: sensor hardware failure (set ID sensor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a